Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.